Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge onto the pump. Blood glucose level remained unaffected, with usable insulin in the cartridge reported at 198 units, which is within normal range. Technical support guided the caller through cleaning the pneumatic tap area on the pump and filling and loading a new cartridge using proper technique, successfully resolving the issue and allowing the caller to resume insulin delivery.